Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 451 mg/dl. Customer had treated their blood glucose with a manual injection. The customer was also unsure if they had any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. The customer's alarm history also showed no delivery alarms. Customer stated the no delivery alarms was resolved by a complete set change. Troubleshooting was also able to prime their insulin pump without a no delivery alarm. It was also found the customer's bolus history had the wrong time set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.